Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer's blood glucose was 27 mg/dl, 85 mg/dl. Customer was treated with food and glucose tablets. Customer also reported tat insulin pump was not working and customer insisting to have his insulin pump replaced for his safety ran self test twice and came back with no errors. Customer was not using auto mode during low blood glucose. The insulin pump will not be returned for analysis.